Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump became frozen on a low battery power alert, and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. The customer's blood glucose (bg) was 190 mg/dl. Customer reported that prior to issue with alert being frozen on pump screen, bg level was slightly elevated due to eating a meal.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen was unresponsive. The customer's blood glucose (bg) was 190 mg/dl. Customer reported that the bgs were slightly elevated because of eating a meal. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.